Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant an artificial urinary sphincter (aus) due the patient experiencing recurring incontinence. Upon explant, a hole was found in the original cuff that resulted in fluid loss. A new aus was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cuff found a small hole consistent with wear at corner of a fold resulting in a fluid leak. A second cuff was returned and there were no damages, abnormalities, or leaks found. The balloon and pump were both visually inspected and presented no damages or abnormalities. Leak testing was performed on both components, and there were no leaks present. Based on the information available, the analysis did confirm the reported allegations and a conclusion of cause traced to component failure was chosen. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was also assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant an artificial urinary sphincter (aus) due the patient experiencing recurring incontinence. Upon explant, a hole was found in the original cuff that resulted in fluid loss. A new aus was implanted. There were no additional patient complications reported.